Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer on (B)(4) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; customer states that her condition improved a little. Customer states that her conditions have gotten better but not worsened. Customer states that she is still feeling dizzy, but she does not need any medical attention. Customer states that she stop using the meter. Manufacturer contacted customer in a follow-up call in order to ensure that the replacement products resolved the initial concern; unable to establish contact with the customer at this time. The meter replaced to the customer through (B)(6) pharmacy directly on (B)(6) 2016.

Event description:
Calling customer back and customer states that the meter gave hi blood result and she wanted to know what the hi means (more than 600mg/dl). The customer's expected blood result is 180mg/dl fasting. Customer states that she is feeling sick she have food poisoning.customer declined the need for medical attention at this time. Customer states that she never had the hi blood results before. Customer states that her normal glucose range is 180mg/dl and she test 3 times a day. Customer states that she is taking metformin and januvia, and lantus. Customer is not feeling well now and states that she could not continue with troubleshooting the meter. Customer states that she feels like throwing up . Customer is requesting that a call her back tomorrow.during follow-up call on (B)(4) 2016: customer states that her condition improved a lot. Customer states that when she went to the dr. She was told that her glucose was very high, her blood results was 562mg/dl . The dr. Confirm it was not food poisoning. Customer states that she had uti infection. Customers states that now she is feeling dizzy but it's because of the medication and now her blood sugar drop from 519mg/dl -88mg/dl .customer states that she call her dr. And he advise her that the dizziness is because her blood sugar drop so low to 88mg/dl. Customer went to the dr. Because of her high blood sugar and was told that her glucose range was actually high. Customer was told to take less dosage of her metformin and lantus.